Event description:
Ous MDR ¿ after an implant duration of about 6 weeks, impedance alerts were reported via home monitoring. The pt was called in and an x-ray was done. The lead showed characteristics of subclavian crush syndrome. The pt was hospitalized and the lead was removed. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.